Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl. The customer had upset stomach. The customer was advised to change infusion set after that the sugar went down. The customer did self test but their was no error showed by insulin pump. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.